Manufacturer narrative:
The insulin pump had no error alarm noted. Device had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and unexpected restart error alarm due to any button response. The device had a scratched display window, cracked case at display window corner lower right corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 305 mg/dl. Troubleshooting was not able to resolve the issue. Customer also mentioned insulin pump alarmed with an unexpected restart error. The device was returned for analysis.